Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The 90-degree bend of the formed needle was not seated in the slide retract, which was found damaged. This improper seating caused the failure of the needle to retract. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin.